Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a cracked display as well as a cracked reservoir compartment. Customer's blood glucose level at the time 139mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.